Event description:
Boston scientific received info that this right atrial (ra) lead was exhibiting decreased sensing measurements. The physician performed a procedure to explant the pt's fractured right ventricular (rv) lead and decided to electively replace the ra lead as well. No adverse pt effects were reported. It is unk if this lead was implanted in the atrial or ventricular position.